Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was determined to be in good condition based on external visual inspection. Global receiver functional testing resulted in no failures. The reported fault could not be reproduced. The customer complaint was not confirmed.